Event description:
During a thoroscopy the ez45g was on a third reload for a wedge resection. The device only fired halfway, it only stapled and cut one side. The surgeon sutured the defect and finished the procedure with a second device. There was no consequence to the pt. The reload which was in the device for the event is being returned for analysis, zr45g, lot# j4542n. No buttressing material was used.